Event description:
Complainant alleged that during a routine preventative maintenance check, the device's main selector switch was found to be loose causing the energy out put to differ from the selected setting. The complainant indicated that there was no pt involvement in the reported failure.